Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the right shoulder following a permanent implant. It was noted that the patient recently underwent a lead revision but pain was still persistent. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to the initial MDR. This event was already reported in MFR report # 3006630150-2017-01156.

Event description:
A report was received that the patient was experiencing pain at the right shoulder following a permanent implant. It was noted that the patient recently underwent a lead revision but pain was still persistent. The patient will undergo an explant procedure.